Event description:
It was reported, the patient was spastic and the pump was interrogated. No issues were detected on the logs and other pertinent programmed information. The health care provider was conducting other tests. No other discoveries were made. The event required hospitalization with the patient being admitted around (B)(6). The system was being used to deliver baclofen and bupivacaine. The system remained implanted and the patient status at the time of the report was ¿alive- no injury.¿ it was later reported the patient still had plenty of medication in the pump at the last refill. The cause of the event was not determined. The patient was taking oral baclofen. No information regarding the patient outcome or the results of the ¿other tests¿ was reported. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the pump and catheter were explanted.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.